Manufacturer narrative:
Combination product: yes.

Event description:
It was reported that shock impedance is out of range (> 150 ohm). The lead will be explanted.the serial number is not available at the moment.

Event description:
It was reported that shock impedance is out of range (> 150 ohm). The lead will be explanted. The serial number is not available at the moment.

Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 28-dec-2024 and 07-feb-2025, recorded the shock impedance initially at 70 ohms, before on feb. 2 and feb. 6 the impedance rose abruptly onto = 150 ohms. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.